Event description:
"High left ventricular lv1 to rv (right ventricular) coil lead impedance. See lead trends for details. Left ventricular lv1 to rv coil lead impedance warning on (B)(6) 2022." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).